Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the uterine manipulator broke during hysterectomy intervention. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the breakage of the ceramic tip on the uterine manipulator during the hysterectomy is most likely due to overuse of the material. The date of manufacture (july 2017) and the associated high number of reprocessing cycles also indicate age-related material fatigue. As this is an isolated case and there have been no further complaints, user error cannot be ruled out. The broken adhesive bond and the heavy signs of wear on the ceramic insert confirm the mechanical and thermal stress to which the instrument was subjected over its service life. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).